Event description:
It was reported that the left ventricular lead had a progressive rise in threshold and intermittent capture. The lead reprogramming for threshold was increased and the lead remains in use. The patient is part of the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.